Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she experienced a high blood glucose level due to a skin infection. The site developed (B)(6). The customer took a shower and the rash spread. She had a boil that was draining. The customer was also hospitalized due to infection. Customer's blood glucose level was 420 mg/dl. The customer had a headache, was thirsty, and was not feeling good. The customer treated her high blood glucose level with manual injections. The customer was given antibiotics drip and other treatments in the hospital. The customer removed the insulin pump two days prior to hospitalization. The device was not returned.